Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7087377/7088097.

Event description:
It was reported that the patient was having leg pain and numbness post implant procedure. Imaging found stenosis combined with compression from air when using loss of resistance. All device components were explanted and will not be returned.